Event description:
Infant was intubated by md; however, when stylet was removed from ett a piece of the plastic covering over the stylet became dislodged and remained in infant. Diagnosis or reason for use: to aid in the guiding of the ett. Baby was intubated and on a vent. Had ivf infusing via a pump.